Event description:
According to the reporter, during a pulmonary resection procedure, during lung parenchyma resection, about 1/4 of the tip did not fire properly, resulting in the staple forming a backward 'c' shape due to deformation. It appeared that only the knife had run through that area. However, there was no bleeding from the stapling line, so it was unclear whether only the knife had been operating. To resolve the issue, an additional resection was performed, and then additional sutures were done with a stapler.

Manufacturer narrative:
D10 concomitant product: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.